Event description:
The device was utilized for a cardioversion procedure. The report is unclear as to whether the device was operating on battery power or with an ac power adapter at the time. Reportedly, when the device delivered defibrillator energy to the pt, power shut off and had to be cycled back on again. The facility reported there was no adverse impact upon pt treatment, due to continued use of the device.